Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display the customer's blood glucose level was unknown at the time of the incident. The customer stated that they changed the battery multiple times but nothing change. The customer informed that the display was not blank less than 30 seconds and did not returned after the insulin pump restart. It was also reported that the display was blank currently. The customer stated the contacts on the battery cap were neither missing nor damaged. The customer received a failed battery alarm to replace battery now, they change the battery with a new one but still the issue persisted. The customer did not receive a battery-failed alarm; also insert battery alarm did not display on the insulin pump screen. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The new battery did not resolve the issue. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected power loss alarms, or low battery alarms noted during testing. (B)(4).